Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they had been having issues connecting to their pump for the past month or more. The patient stated they had to turn the communicator off and back on and try again and sometimes a couple of times before they got connected. The patient mentioned when traveling last month, the handset stopped at 91 percent for a few minutes. The agent had the patient restart the handset and attempt to connect to the pump and the patient got the ¿not found¿ message. The patient confirmed the blue light was blinking on the handset. The patient turned off airplane mode and attempted to connect again and received not found again. The patient also stated that the expected refill date on their handset had been changing since their last 2 refills, so they didn't know when to make their doctor appointment and that their doctor was 4 hours away. A replacement communicator was requested from the repair department because the patient not able to connect and kept getting not found despite troubleshooting and a replacement handset was also requested because the patient stated that ¿things in ptm app keep changing¿ and that they were having issues charging it. No patient harm reported. The patient called the next day stating that they had received both device and wanted assistance with pairing them. The patient stated the communicator "is dead." The patient plugged in the communicator and saw the battery indicator light. The agent informed the patient to charge the communicator and call back if they still needed assistance. The patient called again later the same day for help pairing the equipment. During the call, the patient unplugged the communicator and was able to connect to the pump. The patient also inquired about MRI compatibility and requested physician listings for possibly finding a closer doctor to manage their pump.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0; lot/serial# (B)(6); product type: accessory. Product ID hh90t01; lot/serial# rf8kc09texm. Product type: mobile platform. Product ID: a820; lot# serial# /unknown; product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.